Event description:
3 of 3 reports. Other mfg report numbers: 3013886523-2022-00398, 3013886523-2022-00399. A facility reported a cerelink sensor (ID (B)(4)) was placed with no issues and then suddenly negative drift occurred (-45). Medical staff tried a new sensor (ID (B)(4)) presenting the same monitor reading (ID (B)(4)). A new cerelink monitor was used and the message was, sensor could not be zeroed. After restarting the monitor and reconnect and connect the cables again it worked.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Cerelink monitor was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - based off of the failure analysis performed the complaint condition of "negative values with cerelink" could not be confirmed as the product associated with this complaint (cerelink monitor) was functioning within specifications, however the data log from the monitor shows sensor "(B)(6)" reading below -50mmhg. The negative reading was confirmed to not be a result of a failure from the monitor. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. A corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action.

Event description:
N/a.

Manufacturer narrative:
The cerelink monitor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action (CAPA) has been opened to further investigate failures for the cerelink product family. Additional root cause will be investigated under the CAPA.